Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no ac lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wires were disconnected between the pcb and control panel, causing the ac lights not to function, which confirmed the original complaint issue.

Event description:
Dealer states the unit has no ac lights.